Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards field clinical specialist, 6 years and 7 months post implant of a 26mm sapien 3 valve, the valve had pvl. A 26mm sapien 3 ultra was implanted in a valve-in-valve procedure. The 26mm sapien 3 ultra was positioned with the top of the crimped valve just above the bottom of the first row of cells and deployed under pacing. The valve slid slightly ventricular and then appeared to have foreshortened from the top. There was minimal overlap of the two valves and then the second valve slipped slightly ventricular and there was slight separation between the two thvs. The decision was made to leave the valve for now and continue to re-evaluate. The second thv appeared stable and leaflets of both valves were functioning.

Manufacturer narrative:
This event was identified as a duplicate of MFR report number 2015691-2022-07041. All additional information will be reported under MFR report number 2015691-2022-07041.